Event description:
During a lead revision procedure, monopolar electrocautery was used. An advanced bionics rep was unsuccessful in communicating with the implant after the device came in direct contact with the electrocautery device. The implant labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.